Manufacturer narrative:
This ipg serial number was included in field advisories and a field correction: 1627487-07262012-002-r; 1627487-12192011-003-r. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to recharge device more than the recommended amount. As a result the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was achieved post operatively.